Event description:
At 5:00 pm on 1/15/93 patient on surgical unit ordered patient controlled analgesia (morphine sulfate 1mg/cc) for post cholecystectomy pain. Initial bolus dose of 5mg, patient controlled dose of 2mg, lockout period at 8 minutes, 4 hour limit at 30mg. From 5:00 pm to 5:00 am, respirations documented between 16 and 20, pain control as "comfortable", sedation level at dozing intermittently to mostly sleeping, with a total of 63.8 mg of morphine sulfate administered.at 6:00 am on 1/16/93, patient found gasping, pupils pinpoint, extremely diaphorectic, pulse 80, b/p 160/80, house officer notified, stat blood gases ordered. Respiration ceased, code blue (respiratory arrest) called. Patient intubated, placed on ventilator. Arterial blood gases improved markedly. Physician impression at time was "respiratory failure probably secondary to patient controlled analgesia". Morphine overdose suspected. Subsequently noted that morphine level unable to be quantified except by special laboratories. Patient was transferred to intensive care unit. Patient weaned off ventilator and transferred back to surgical unit at 1:45 pm, with vital signs stable, patient alert, lucid and oriented.patient discharged 1/21/93 in good condition, given standard post operative instructions with regular diet, to follow up with surgeon in one weekdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: factory trained/authorized/owned service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.